Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. A visual inspection reported that there did not appear to be any obstruction at the distal output orifice. The piston assembly was in a middle position within the chamber. Functional evaluation reported that the device primed and cut as designed. There was no sputtering, could not establish a relationship between the device and the reported event. The probable root cause maybe an obstructed waste evacuation tube. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
Internal reference (B)(4).

Event description:
It was reported that, a versajet exact assy, 45 degree x 14mm was spraying saline outside of the 14mm treatment window and therefore not focused enough to excise tissue. No case involved; therefore, no patient injuries or other complications were reported. No further information is available.